Event description:
Related manufacturer reference number: 2017865-2022-37851. It was reported that the patient presented for an implant procedure. It was noted that the stylet was difficult to advanced into the lead causing delay. The lead was successfully implanted. The patient was stable.

Manufacturer narrative:
Correction: section g3 - the awareness date should have been 25 aug 2022 rather than 23 aug 2022.